Manufacturer narrative:
G4: 26dec2019. B4: 02jan2020. The customer reported that replacing the power management printed circuit board assembly resolved the problem. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. No parts were returned for failure investigation; therefore, the root cause at the component level could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 24dec2019.

Event description:
The customer reported that the ventilator's screen was flickering and started alarming upon startup. Diagnostic codes related to backup alarm failure, alarm led (light emitting diode) failure and blower stalled were found in the diagnostic report. There was no patient involvement. Technical support advised the customer to replace either the central processing unit or the power management printed circuit board assembly.